Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? Onset date/time of the voiding difficulty from the initial procedure? Duration of voiding difficulty? How was the voiding difficulty confirmed? Please describe any medical intervention required to treat the voiding difficulty including medication name and results. Does the surgeon believe the urinary retention is functional or structural in nature? A. Functional: the local surgical trauma and the anesthetics in combination with other patient related issues. B. Structural: if a pelvic mesh or sub-urethral sling was physically obstructed the urinary tract at the levels of ureters or urethra. Please provide the onset date/time of pain from the initial procedure (# of post-operative days). Location and character of pain? Please describe any medical intervention given for pain management including medication name and results. Does the surgeon believe that the mesh caused or contributed to the fibromyalgia? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2008 and mesh was implanted. The patient experienced initial voiding difficulty after tape insertion. The patient re-presented in 2019 with groin pain, possibly secondary to tape but on background of fibromyalgia and chronic pain. The device remains in the patient. Additional information has been requested.